Event description:
Customer reported a no delivery alarm on the insulin pump. Customer reported that she sometimes treats with manual injection because the blood glucose goes up and then will stabilize. She stated that the last time she changed the battery, the battery life went down all the sudden. She stated that the insulin pump had lost power and then went completely blank. Cusotmer reported a crack on the insulin pump casing that occurred when it had been dropped. The blood glucose reading was 83 mg/dl. Customer declined troubleshooting for the no delivery alarm and stated that the issue had been resolved by a complete set change. Customer also stated that the belt clip had broken. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.